Event description:
On (B)(6) 2010, pt reported hyperglycemia requiring treatment at a hospital. This occurred on (B)(6) 2010. Pt attended a (B)(6) party on (B)(6) 2010 and does not believe he bolused enough for food consumed. Pt woke in the morning with hyperglycemia; blood glucose meter displayed "hi." Pt delivered insulin through infusion device and injections to lower blood glucose. Infusion device then displayed cartridge error (e10). Pt changed insulin cartridge but could not get blood glucose to lower. He was then taken to the hospital, and it was discovered he accidentally inserted an empty insulin cartridge into the infusion device. Pt switched to backup infusion device and continued to use that. Pt was using the correct type of battery. He was not able to remember if infusion device was dropped or exposed to water or insulin prior to this complaint. Company rep assisted with resetting primary infusion device and cartridge error did not reappear. Product was not requested for eval.

Manufacturer narrative:
No product will be returned for eval.